Event description:
Customer being hospitalized for high blood glucose and dka. Checked history in pump and patient had not been delivering any basal rates for days. Troubleshooting was performed and pump appeared to be operating normally. Also showed that this customer never had a basal rate set.